Event description:
During testing at the user facility, an e321 (battery charger timeout) error coed was noted. The device was returned to the biomedical department with a note that stated, pump giving mal error. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, it has been identified a part of a product recall. This report represents all information known by the reporter upon query by hospira personnel